Manufacturer narrative:
Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2026 with stroke-like symptoms. The patient's caregiver had found them in the early morning. It appeared that their batteries were disconnected, or they were unable to respond to a low battery power alarm. It was later confirmed by the patient's perfusionist that the patient had suffered a hemorrhagic stroke that did not allow them to respond to, or correct, the low battery power alarms. The perfusionist did not believe any battery or power exchanges were performed, but this was unable to be confirmed. The perfusionist reported that computed tomography (CT) and CT angiography (cta) imaging showed that the patient had a large, right-sided, frontoparietal intracerebral hemorrhage (ich). The patient showed signs of left-sided facial droop and weakness. The symptoms did not resolve, and the family made the patient comfort care only. Per family wishes, the left ventricular assist device (lvad) was turned off with a physician present, and the patient expired later that evening. The patient did not have changes to anticoagulation status that may have contributed to the stroke, as they did not stop eliquis or aspirin (asa) medications prior to their planned endovascular coiling treatment. The alarms resolved when the patient was placed on new power sources, specifically a patient power module (ppm) in the emergency department. The perfusionist did not see a pump stop. Log files captured low battery power hazard alarms and no external power hazard alarms on (B)(6) 2026. The pump did not stop during these events and was supported by the system controller's internal emergency backup battery (ebb). There were no additional alarm conditions or parameter changes. The lvad and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed by the patient's ventricular assist device (vad) coordinator that the patient had suffered a hemorrhagic/ischemic stroke. The patient had a planned aneurysm coiling the morning of the event, so anticoagulation was not stopped.